Event description:
87 year old woman admitted to another facility because of cellulitis and gangrene of right great toe. Found to have severe peripheral vascular disease and electrocardiographic evidence of myocardial infarct of indeterminate age. Pt transferred to this facility for right lower revascularization. Because of the question of myocardial ischemia patient was transferred to ICU for preop swanz ganz catheter. Almost immediately after placement, pt developed severe hemoptysis, hypoxia. A code was called but resuscitation efforts failed. The patient expired. Patient also had IV/heplock infusiong. Manufacturer is baxter/travenoldevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data. Conclusion: invalid data, device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.